Event description:
Micro joint fenestrated grasper broke during the surgery. The instrument head bent and broke upon removal from the pt. The surgeon was able to retrieve the instrument fragments with laparoscopic instruments. No adverse outcome reported.